Manufacturer narrative:
When completed, the investigation results will be submitted in a supplemental report.

Manufacturer narrative:
A review of the device history records indicates that the reported devices were manufactured and accepted into final stock with no reported discrepancies. The complaint history review indicated that there have been similar events for the reported lot. The modular capture trigger cross pins were in place and the welds were intact. A CAPA determined root cause as: in-process manufacturing tolerance change made at supplier location without formal change control process and adequate assessment of deliverables to be implemented. Notification to stryker also missed due to lack of change control.

Event description:
The sales rep has reported on behalf of the customer, (B)(6), that whilst carrying out the inspection process as part of (B)(6), two non conforming triathlon distal capture assemblies were identified.

Event description:
The sales rep has reported on behalf of the customer, r. A., that whilst carrying out the inspection process as part of ra 2014-169, two non conforming triathlon distal capture assemblies were identified.